Event description:
It was reported that a wheel of a logiq 7 ultrasound cabinet came off within the facility and the unit tipped over. No injury was reported.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.